Event description:
The patients heart rate was slow, and the x-ray examination found the lead was worn.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.